Event description:
The facility representative reported an infuso.r. Pump with a condition of "does not work." It is unknown when the event occurred; however, it was identified in the "surgery center" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of does not work involving an infuso.r. Pump was confirmed and reproduced during device evaluation. The assignable cause was determined to be a defective micro-processor unit (mpu) board. The mpu board was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.